Event description:
While using a 7 x 2 workhorse balloon to declot an arm graft, the balloon was taken to 20 atm's multiple times. The final time, dr. Inflated the balloon, dr noticed the pressure drop. Dr attempted to remove the balloon through a 7f arrow flex sheath at which point the catheter got caught on the sheath. Dr continued to pull the balloon, accordion the balloon and then the shaft broke off and remained in the pt.